Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource had a burning smell. Additional information received on (B)(6) 2019 stated that there was no smoke or flame. The patient was prepped for surgery. The product problem occurred during an unspecified procedure, however, there was no patient impact or injury. No surgical delay was reported. The action that was taken after the product problem occurred was that the staff pulled the lightsource from service, and replaced it with another lightsource.

Manufacturer narrative:
MFR report # 2523190-2019-00060 (a follow up) has been cancelled due to duplicate entry of MFR report # 2523190-2019-00058. All further updates will be contained in MFR report # 2523190-2019-00058.